Event description:
It was reported the device was used during a gastric bypass. A few hours post op the pt was brought back to surgery. The middle part of the staple line was opened. Sutures were used to reinforce the staple line and to close the opening. There were no other pt consequence.